Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device was powering off automatically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The distributor contacted heartsine to report that their device was powering off automatically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. A visual inspection of the device showed corrosion on the positive terminal pogo-pin. The pogo-pin was also jammed due to the corrosion. This would have resulted in the low battery prompts as well as the device powering off automatically. The device history logs showed that the device had been stored below the indicated minimum storage temperature of 0 °c. The device was scrapped by heartsine and the customer was provided with a replacement device.